Event description:
It was reported through a research article that the patient presented in clinic with episode(s) of pacemaker mediated tachycardia (pmt). Pmt was noted on the first follow up when managed ventricular pacing (mvp) was turned on. Programming changes were completed on the pulse generator device. Specific device and/or patient information are not made available in the article. Details are listed in the attached article, titled ¿endless loop tachycardia among patients with devices having advanced preventive algorithms: a case series and brief review." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).